Event description:
A manual injection was administered to address the bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 250-320 mg/dl and mild to low levels of ketones. Recommendation was made to consult with their health care provider to discuss diabetes management.